Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 09/25/2018, belt: 03/23/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. Review of the patient's download data reveals that the patient received two appropriate treatments on (B)(6) 2020, the day of their passing. The response buttons were not pressed during the event and the patient was reportedly unconscious at the time of the treatment delivery. The event occurred in the patient's assisted living facility and a nurse performed CPR on the patient. The patient received an appropriate treatment during ventricular fibrillation (vf) at 06:52:40. The patient's post-shock rhythm was asystole. The patient received an appropriate treatment during vf at 06:53:07. The patient's post-shock rhythm was asystole. Per the patient's continuous ECG recording, the patient was in asystole with intermittent cardiac activity and CPR artifact until the device was shut down at 07:10:10 on (B)(6) 2020. The patient was reported to have passed away around 7:00 am. Asystole is a non-life sustaining, non-treatable rhythm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. There is no indication that a device malfunction caused or contributed to the patient's passing.